Manufacturer narrative:
Since the vitrectomy probe was not returned, the root cause of the problem could not be determined.

Event description:
The facility reported that the vitrectomy probe's aspiration was operational, but it failed to cut. There were no clinical consequences. No add'l info is expected.